Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's father reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The father stated that his son ate some candy. The father stated that the site is not actively bleeding. The father stated that blood is not visible on the sensor connector. The customer was advised to wait at least 5 minutes after insertion before connecting the transmitter to the sensor to make sure the sensor is ready to communicate. The customer was advised to monitor the site.